Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases and broken shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken, found with the following conditions: striated edge on posterior due to surgical damage and sharp edge on the posterior in the shell with nicks due to surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: broken is found with the following conditions: striated edge on posterior due to surgical damage and sharp edge on the posterior in the shell with nicks due to surgical impact opening and one opening striated assessed as surgical damage. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.